Manufacturer narrative:
The referenced report of patient's hospital admission on (B)(6) 2017 due to elevated ldh is covered under medwatch MFR# 2916596-2017-01406. The referenced report of previous gastrointestinal bleeding events are covered under medwatch MFR# 2916596-2016-00681 and medwatch MFR# 2916596-2016-01495. (B)(4). Approximate age of device - 3 years and 1 month. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was admitted to the hospital on (B)(6) 2017 for an elevated lactate dehydrogenase (ldh). The patient's hemoglobin prior to being admitted was 11.9 g/dl, and had remained stable. In response to the elevated ldh, the patient was started on bivalirudin and integrilin infusion. On (B)(6) 2017, blood was observed in the patient's stool. A capsule study performed was negative and the bleeding source was not identified. It was reported that the patient's anticoagulation medication of aspirin had been stopped for over a year due to previous gastrointestinal bleeding events. On (B)(6) 2017, it was reported that the patient's hemoglobin and hematocrit stabilized once bivalirudin and integrilin were discontinued. The patient's inr goal would be increased to 2-3. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.